Event description:
It was reported that the skin is not completely expended by the graft despite the change of plates and seemed to be sharp. Harm/impact to patient is unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Report source foreign: france. The customer has indicated that the product will be returned and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: -review of the most recent repair record determined that the cutter had damages and the unit was out of calibration. The unit was recalibrated and the cutter was replaced to resolve the reported issue. -the device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action implemented a serial number logbook to correct this issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The event happened during surgery. Another meshgraft instrument was used in its place. No harm or injury reported. No delay. No additional skin graft was required. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Date of event: unknown timeframe in (B)(6) 2022. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.